Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon sent a letter and reported two ((B)(4)) aes with confidence cement: kyphoplasty because of osteoporotic sintering fracture without any complication while patient was in prone position. Immediately after introducing cement in three levels as per manufacturer´s instruction the patient showed a circulation reaction with hypotonia and oxygen disorder, so that procedure had to be stopped. Patient was reanimated. CT angiography did not show any pulmonary embolism. Later in the course patient died.